Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use pump for insulin therapy until battery depletes and will contact healthcare provider to obtain alternate method of insulin therapy.